Event description:
A missing or incorrect data in memory issue was reported with the adc device. A customer reported that the wrong readings were received on the sensor and as a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered insulin (type/dose unknown) for treatment. The hcp also the following medications "amlodipine, visoprol, ramipril, and antopraxol" to the customer. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6)was returned and investigated. Visual inspection was performed on returned reader and no issues were observed. Data was analyzed and a missing graph was observed; however, this was determined due to customer did not scan within 8 hours of the previous sensor scan. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing or incorrect data in memory issue was reported with the adc device. A customer reported that the wrong readings were received on the sensor and as a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered insulin (type/dose unknown) for treatment. The hcp also the following medications "amlodipine, visoprol, ramipril, and antopraxol" to the customer. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.